Event description:
No additional information reported.

Manufacturer narrative:
Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause could not be determined with the information provided. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This event was previously reported on 0001822565-2025-00182. Upon reassessment of the reported event, it was determined this product was not a part of the reported event d4 - attempts have been made to gather all product identification information and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad fractured. As the nurse pulled the instruments apart at the end of the case, she had difficulty releasing the impactor pad from the handle and it fractured into two parts. There is no additional information available.